Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, there was no output at the power supply. The cause of the inability to power on is the lack of output voltage. The root cause of the lack of output voltage could not be positively identified. In addition, there was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.